Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, upon interrogation, the pulse generator exhibited premature battery depletion. A new device was placed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Device available for evaluation should have been apr 27, 2016 rather than apr 25, 2015.

Manufacturer narrative:
Final analysis confirmed the reported high current drain. The root cause could not be determined.